Event description:
A sales representative communicated on 26 june 2007 that during a 4 level fusion performed in 2007, the swivel popped out of the acufix cervical plate during insertion of the third screw. The surgeon had difficulty removing the screws and plates when reimplanting the screws and plate after reinserting the swivel. Additional info received on 20 july 2007. There was a 40 min delay because of the malfunction of the driver. The driver would not hold the screws. There was no report of pt injury. The surgical delay was originally reported on 07/25/2007 related to the acufix cervical plate mentioned above.

Manufacturer narrative:
A review of the device history record found no related discrepancies. A visual examination of the returned driver shows the threaded tip rubbing on the inside hex mating feature and the hole is damaged, most likely from normal use. Performance tests completed indicates the threaded tip will mate with a screw. Further investigation is pending.